Event description:
It was reported that the customer experienced high blood glucose levels (400-500 mg/dl). Customer has been having bad allergies.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.